Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant that the right ventricular (rv) lead displayed high threshold and low pacing impedance. It was noted that a lead impedance warning and high threshold warning was triggered. A lead revision procedure was completed and the lead remains in use. No patient complications have been reported as a result of this event.